Event description:
It was reported that the index procedure took place on (B)(6) 2010 during which an unknown promus stent was deployed in the first diagonal of the left anterior descending artery. On (B)(6) 2013, a myocardial infarction was suspected to have occurred. A repeat angiography was performed and on (B)(6) 2013, repeat revascularization, (percutaneous coronary intervention) was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of myocardial infarction is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.